Manufacturer narrative:
The device was returned to an authorized resmed third party service center and an evaluation confirmed the complaint. The pneumatic block was replaced to address the issue. (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self test. There was no patient harm or serious injury reported as a result of this incident.